Event description:
Hold cjc a nurse reported that after an intraocular lens (iol) was implanted, the pt had blurry vision. The oil was exchanged for same model but stronger power approx one month later. In a follow up, the nurse reported that the event resolved after the iol exchange procedure.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an approved cartridge was used, the exact handpiece type is unk and there were two viscoelastics used; however, it is unk if the approved viscoelastics was used in the delivery system. One of the viscoelastics is not qualified for use with the indicated combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was received on (B)(4) 2014. (B)(4).